Event description:
Complaint received reporting leakage issues with use of z3054, 94" primary drop set w/bcv-clave, clave, 3 gang 1o2, lot# unknown. It was reported that "product set in pre-op, in or setting (3 gang 1o2) manifolds have leaked[?] In all situations the procedure has been completed and the tubing taken off after surgery...". There were no reported adverse patient consequences and or outcomes. Device return: one used z3054 device set attached to unknown ext. Set and a total of six packaged z3054 device sets from "potential" lot# were received engineering testing and analysis was performed. The returned used z3054 and the six unused z3054 device sets were tested to the applicable product specifications. The results recorded for the used z3054 confirmed leakage was replicated originating from the distal port on the sets 3 gang 1o2 manifold.

Manufacturer narrative:
Engineering testing and analysis cont.: the results for the unused z3054 show leakage originating from the 1o2 port(s) was replicated on two of the returned samples. There were no leakages, and or performance issues found with the remaining four unused z3054 device sets. Findings: engineering testing and analysis of the returned z3054 device sets confirmed the reported leakage/1o2 manifold product issue with three of the seven returned z3054 device sets. Detailed analysis of the involved component(s) design attributes, materials, mfg./equipment were performed. The teams efforts/relevant data focused on design and molding specifications and the improvements to minimize potential variables. Heightened inspection criteria including tighter concentricity callouts were implemented as an interim measure. The team identified, qualified and validated modifications to the welding process where extensive data studies identified tighter (crack) specifications would reduce potential retrograde.